Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high glucose while using the ilet system when an infusion set was applied incorrectly, resulting in the cannula bending and not inserting properly; replacement supplies were provided and user education was completed. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the specific device component involved and no established medical device problem beyond the reported incorrect infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was not established.